Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw elite ii; guide cath: launcher jl4; stent: 3.5x23 mm xience xpedition. Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. The reported failure to cross and kink could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use states: never apply extreme bending or twisting force to any section of the catheter. Do not use a catheter if the shaft has become bent or kinked, prepare a new catheter. (In order to prevent separating of the shaft). In this case, it is most likely that the application of force contributed to the kink such that it subsequently resulted in the shaft detachment.

Event description:
It was reported that the de novo lesion was located in the mildly tortuous, moderately calcified, proximal left anterior descending artery (lad) with a 75% stenosis. Pre-dilatation was performed with a 2.5 mm nc trek. A 3.5x23 mm xience xpedition was deployed successfully. Post-dilatation was to be performed with a 4.5x12 mm nc trek: however, resistance was met during advancement to the lesion. Too much force was exerted on the proximal shaft which resulted in a kink in the proximal shaft. The kink subsequently resulted in a separation of the proximal shaft when the device was removed from the anatomy. The fragmented device in its entirety was removed without any issue, and post-dilatation was performed with a 4.5x8 mm nc trek without any issue. There was no report of a clinically significant delay in the procedure and no patient effects were reported. No additional information was provided